Manufacturer narrative:
Correction information section h.6. The recipient is reportedly experiencing electrode migration. Imaging revealed extracochlear electrodes. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode extrusion. Repositioning surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.